Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that it was observed that the insertion tube coating had peeled off. Additional observations for the device are: distal end rubber coating (a-rubber) has a cut at the distal end cover (c-cover). There is leaking from the bending section a-rubber and the device failed the leak test. The c-cover insulation also failed the test. The user¿s complaint of failed leak test was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned the device for evaluation and repair for the issue of a failed leak test during reprocessing. There is no harm reported to any patient. Upon evaluation of the returned device, it was observed that the insertion tube coating had peeled off. This medwatch is being submitted for the reportable issue of insertion tube coating had peeled off as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed that the coating on the insertion had peeled. A review of the device history record found no deviations that could have caused or contributed to this problem. The investigation did not establish a definitive root cause for this problem. However, it is probable that the issue occurred because the device was subjected to physical or chemical stresses. It is also probable that the issue may have been caused by environmental storage conditions. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿preparation and inspection_ inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Important information: please read before use: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Reprocesing manual: general policy: precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal: warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.¿ olympus will continue to monitor field performance for this device.